Event description:
The suspect device result was 1.9 inr. The powercord was unplugged during the test. Batteries were in the device and the result was not saved in memory. The device was replaced and requested to be returned for evaluation.